Event description:
The manufacturer received information alleging a ventilator was alarming and failed a test. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was alarming and failed a test. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and blower motor need replaced to address the issue.